Event description:
It was reported that on an unknown date, the motor drive unit connector was found to be misaligned and broken. No further information was available. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the device manufacturing records was conducted, and the device met all finished goods release criteria.